Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to complete the full pump system check with tandem technical support; the partial system check found no identifiable blockage. Customer's blood glucose (bg) was 400-500 mg/dl and ketone level was moderate. A bolus was delivered to address bg. Customer went to the emergency room; bg was 408 mg/dl and ketone level was moderate. Customer was treated with an insulin drip. After 4 hours, customer did not feel good, but left the ER. Bg was 286 mg/dl. Customer reverted to using manual injections for insulin therapy.